Manufacturer narrative:
Gender information was not provided. (B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. This event occurred outside USA. (B)(4).

Event description:
The customer reported as follows: after patient was exposed, the image was freeze in the pre-view window. Since exam end button was unable to push, pc was forced to shut down. However ccs software did not start up, then original hhd was changed to back up hdd. This patient had to be retaken, resulting in unintended excessive radiation.